Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to turn on screen. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections as alternate insulin therapy.

Manufacturer narrative:
Updated d9.